Manufacturer narrative:
The lens was returned positioned incorrectly in the replacement lens case. Blood and solution was dried on the lens. Both haptics were bent in the distal area. The optic was cut into pieces, typical of insertion and removal. One large piece of cut optic lens material is missing and was not returned. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. It is unknown if qualified associated products were used. The lens is only qualified for use in the company cartridges. The product investigation could not identify a root cause for the reported complaint. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution, blood, and the condition of the returned sample, the damage is most likely related to customer handling. It is unknown if the observed lens damage contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens would not stay in patient eye. Additional information has been requested and received stated that lens was replaced in an initial procedure. No further information available.